Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery (B)(4) passed visual examination but did not passed functional testing. Investigation is ongoing. Additional products: 1650de, (B)(4), expiration date: 2018-08-31. UDI#: asku. Date: 2018-01-15. Mfg date: 2017-07-31. (B)(4). Product event summary: the battery (B)(4) passed visual and functional testing. Analysis of the gg file revealed that the life time max cell voltage was above the voltage threshold. Additional products: 1650de, (B)(4), expiration date: 2018-08-31. UDI#: asku. Return date: 2018-01-15. Mfg date: 2017-07-31. (B)(4). Product event summary: the battery (B)(4) passed visual and functional testing. Analysis of the gg file revealed that the life time max cell voltage was above the voltage threshold. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries showed as half charged, not charged, fully charged or were blinking yellow after fully charging on the docking station. A third battery was not charging, and a yellow indicator light was displayed. The battery was tested on the other controller port and power was provided. The batteries were replaced and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report contains an update to the product event summary to reference the formal investigation associated with the reported failure. The previously reported failure and investigation findings remain unchanged. Product event summary: an internal investigation evaluated battery main integrated circuit malfunctions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the batteries (bat582479, bat584870 and bat584875) were returned for evaluation. A review of the manufacturing documentation confirmed that the associated battery, bat582479, met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of bat584870 and bat584875 revealed that the batteries passed visual inspection and functional testing. A review of the batteries¿ internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. Failure analysis of the battery bat582479 revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power to a test controller. Supplemental testing revealed that the test equipment was unable to read the battery status due to a communication problem with the main integrated circuit, thus flashing yellow in the battery charger. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit it was able to reestablish communication. As a result, the reported not charging was confirmed; however, the reported flashing yellow was only confirmed on bat582479. Based on the available information, a possible root cause of reported not charging can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit and a faulty integrated circuit that controls the battery. Based on an internal investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. The reported flashing yellow can be attributed to a faulty integrated circuit that controls the battery. If information is provided in the future, a supplemental report will be issued.